Event description:
It was reported in an article (kapural, l., parker, j.l., obradovic, m., shariati, n.h., gorman, r.b., cousins, m., sharan, a., rosen, s.m. Direct assessment of dorsal column activity with ecaps as a marker for patient outcomes (10803). North american neuromodulation society 19th annual meeting. 2015. 143.) That the latter characteristics experienced poor pain relief compared with those with exponential distributions. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).